Event description:
The lma was in the patient when the anesthesiologist attempted to connect the breathing circuit and the connector sheared off. The device was removed and another inserted. There were no consequences or injury to the patient.